Event description:
On (B)(6) 2014, the reporter contacted animas that the battery compartment was cracked and the pump¿s battery life had shortened. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: a review of the black box showed two low battery warnings and one replace battery alarm. Evidence of a partially discharged battery being installed was observed. A battery compartment crack was observed; the returned battery cap was unable to fully tighten on to the pump. The pump was able to power on with no battery loss. The current draws were found to be within specifications and no internal defects were found.